Event description:
Foley bag leaking at seal of the urinometer and bag. Leak in foley bag found by bedside rns - pt has coude catheter, so since seal already not intact between catheter and drainage bag, only replaced foley bag that was leaking. Pt is on vv ECMO for covid-19, trach/vent dependent, and is high risk for hospital acquired infections. Previous issues with leaking foley bags at this location, and were sent back to company; aware that a recall of 2 lot numbers of this type of foley done by company, and stock cvicu now has reportedly is new lot number. This is the first event but will continue to monitor if there is a new trend. Leaking bag was saved by bedside rn, and passed along to cauti domain team cns.